Manufacturer narrative:
The device was unavailable for evaluation. The initial operation was a fixation case for a fracture, l1-l5, with no screws in l3. During a follow-up scan it was discovered that the locking cap had loosened and migrated out of a tulip in the l1. A revision surgery was conducted to replace the cap that had loosened post-operatively. Once the screw was removed the screw was replaced and the surgery was completed. There were no adverse effects or issues to the patient. The observed overall risk is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained.

Event description:
It was reported a revision was needed to replace creo hardware that was found loose post operatively. This event occurred in australia.